Event description:
The transducer had been in use for two days when the tubing of the giving set became detached from the drip chamber. The transducer was being used for central venous pressure monitoring.

Manufacturer narrative:
Results - a review of the device history record revealed no discrepancies associated with this complaint. One used was received for analysis. Visual examination of the returned device showed that the tubing was detached from the nozzle of the drip chamber. Conclusion - the engineer stated that the cause of the detachment may have been caused by a gap between the tubing and the drip chamber, which was greater than 2mm. This type of defect occurs during the manufacturing process. The supplier has been notified of this incident and a root cause analysis has been requested. The ad-set assembly is visually inspected and pull tested during the incoming inspection. In addition, the device is inspected after the ad-set is attached to the kit.